Event description:
It was reported that, "pt's ceramic hip squeaks will be going in for a revision that has yet to be scheduled."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.